Event description:
The hosp reported that during the start of an endoscopic vein harvesting procedure, there was excessive smoke while using the vasoview hemopro 2/ a replacement device was used to complete the procedure. The hosp did not report any pt effects.

Manufacturer narrative:
The device was returned to the factory for eval. It showed signs of clinical usage and evidence of blood. A visual inspection did not identify any non conformities. A pre-cautery test was performed on the device with a reference power supply and extension cable. The device passed the pre-cautery test; it produced steam and heat during several activations and shut off when the toggle was released. A polyfuse test was performed; the device shut off after a period of sustained activation adn reactivated after cooling off with no incident. Based upon the eval results, the reported complaint could not be confirmed. A lot history record review was completed for the reported product lot number. There was no non conformance recorded in the lot history. There are no other similar complaints reported against this batch. (B)(4).